Event description:
A doctor reported following an intraocular lens (iol) implant procedure, a patient is reporting 'hazy vision, like looking through wax paper'. The patient reported they can see 'pretty good'. The doctor reports the lens looks 'okay'. The doctor also reported a yag laser treatment was required. There was an increase in intraocular pressure and a paracentesis was required. The hazy vision continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015.